Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Electrical resistance and cross continuity test results were within specifications. No insulation breached was observed.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged. There was no sensing and no capture when the lead was repositioned back in the lv. Low impedance was also noted in bipolar. A possible insulation break was suspected. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.